Manufacturer narrative:
Concomitant medical product: product ID :495-51, serial# (B)(4), implanted: (B)(6) 1999, explanted: (B)(6) 2020 product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep reporting that the extension revision was planned. The extension was reported to be replaced. They will attempt to return the extension but it will be cut into pieces from the explant. The cause of the parasthesia and uncomfortable stimulation was suspected to be from the extension but was not certain. The event is not yet resolved. This information was confirmed with the account.

Manufacturer narrative:
Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 1999, explanted: (B)(6) 2020, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating the ins and the extension were disposed. The impedances and symptoms were resolved after the replacement. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received reporting troubleshooting done. Stim was turned off night of june 13th and not turned on again until around 11 am on june 14th. It was turned off around 40 minutes later and remained off for the rest of the day. This usage would align with the 2% usage being seen on the tablet for last friday (40 minutes stim on/1440 minutes in a day = 2.7%) on june 18th, stim was off from the night before, turned on around 9:30 am and remained on for about 8 hours. Stim was then turned off for the rest of the day and turned back on the morning of the 19th. There wasn¿t any data to show the ins was being turned off/on repeatedly. It appears the stim is being turned off at night, turned back on the following morning and then off again at night. As far as the change in impedances that were seen below ¿ those could potentially be causing different sensations but if the ins was off for most the time the patient was feeling those sensations, any system integrity issue shouldn¿t be a factor. Therefore, I think it would be important to determine what the patient is experiencing when we know the ins is actually on. Given this information that the ins was off most of the day on friday, it¿s possible the effects or sensations the patient was experiencing may not have been related to the dbs therapy.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep reporting that the revision/replacement surgery took place on monday, january 13th. They explanted the left extension and ins due to lack of benefit and strong parasthesia. Patient's impedances returned to normal and therapeutic current increased from 1.2ma to 2.7ma following extension and ins replacement.

Manufacturer narrative:
Continuation of concomitant medical products: product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 1999, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the patient was recently seen. Caller reports patient is referred to see a surgeon for a possible left extension revision. Reports the extension was implanted in 1999. Caller reports patient uses group a and c which both groups is utilizing contact 0. Reports when patient is using either group a or c, patient feels parasthesia and uncomfortable stimulation on patient's right body therefore patient cannot use those groups. Caller reports patient also has group b. Reports this group provides some benefits, patient can drink out of his cup, but not enough for handwriting. Caller reports impedance were checked with multiple different position and impedance varies from 600-1200 ohms. Caller reports he will update when patient has seen surgeon.

Manufacturer narrative:
Date of event is an approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for essential tremor and movement disorders. It was reported that the patient felt stimulation turn off, their tremor rebounds and than less than a minute later, the stimulation comes back on on it's own. The issue is only with the left ins. The patient didn't confirm the status of the ins with the programmer when this occurs but they get the normal feeling that relief has gone away (like when they typically turn stim off) and then tremors come back. Patient typically turns therapy off at night. Patient works in an office setting where they are not around emi or going through security gates and issues doesn't seem to be positional. Caller is reporting the following about impedances: bipolars were normal c-0 660 ohms, c-1 370 ohms, c-2 1112 ohms. They are with the patient to do troubleshooting. Patient stated on friday, they had stim on while at work and they were so annoyed by the issue that they moved their head in different positions to see if they could recreate the issue but they were not able to so they just turned the voltage down. Patient stated they turned ins off after work but then had it on for about 2 hours in the evening and then turned it off for the rest of the weekend. Patient turned stim back on on monday to go to work and issued occurred 2-3 times. Hcp reported that upon interrogation today, battery voltage was 3.05v and when viewing usage report, it shows usage for friday, (B)(6) 2019 as 2% - even though patient clearly reported using it more than that. It was reviewed to run group (therapy) impedance measurement. At time of ins replacement 682 ohms, 3.8 ma. Programmed on c-0 patient has a second group utilizing contact 1 but they aren't using that group. The following was provided by the rep for positional impedance measurements: r cervical rotation: 3<(>&<)>c - 1357 2<(>&<)>c - 1093 1<(>&<)>c - 369 0<(>&<)>c - 634 l cervical rotation: 3<(>&<)>c - 1440 2<(>&<)>c - 1204 1<(>&<)>c - 389 0<(>&<)>c - 669 cervical flexion: 3<(>&<)>c - 1367 2<(>&<)>c - 1108 1<(>&<)>c - 357 0<(>&<)>c - 627 cervical extension: 3<(>&<)>c - 1367 2<(>&<)>c - 1108 1<(>&<)>c - 391 0<(>&<)>c - 1214 r cervical flexion: (3v) 3<(>&<)>c - 967 2<(>&<)>c - 777 1<(>&<)>c - 355 0<(>&<)>c - 1900 l cervical flexion: (0.7v) 3<(>&<)>c - 1280 2<(>&<)>c - 1147 1<(>&<)>c - 374 0<(>&<)>c - 637 no further complications were reported or anticipated.